Event description:
It was reported that this rlsht ventricular (rv} lead exhibited an alert for pacing impedances of greater than 3000 ohms. It was noted that the rv impedances had intermittent increases over the past year and a half. There was no noise observed, and other lead measurements were appropriate. Technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. The device and lead remain in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).